Event description:
The initial reporter stated that the infinity feeding bags would often not prime and were causing persistent no flow alarms. They stated that they had the pump replaced and the issue continued, and that they found the pump alarming no flow and that the "majority of the feeding remained in the bag" and that this caused the patient to miss that feeding overnight. They also stated that they're using a formula that is blenderized and this is cautioned against in the infinity manual. Mmdg did follow up with the initial reporter to obtain additional information, however, those attempts were unsuccessful. They had stated that there was no harm caused to the patient by the delay. No other information was provided. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. When the suspected devices were returned to mmd, they operated as expected. Mmd could not replicate or confirm the reported complaint. This report is being filed for the reported delay of therapy the patient experienced.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay of therapy the patient experienced.

Event description:
The initial reporter stated that the infinity feeding bags would often not prime and were causing persistent no flow alarms. They stated that they had the pump replaced and the issue continued, and that they found the pump alarming no flow and that the "majority of the feeding remained in the bag" and that this caused the patient to miss that feeding overnight. They also stated that they're using a formula that is blenderized and this is cautioned against in the infinity manual. Mmdg did follow up with the initial reporter to obtain additional information, however, those attempts were unsuccessful. They had stated that there was no harm caused to the patient by the delay. No other information was provided. Complaint-(B)(4).